Manufacturer narrative:
Immucor did not receive blood sample to assess.

Event description:
On (B)(6) 2016, a customer reported an unexpected positive result when using anti-c (monoclonal) gamma-clone by manual method.